Event description:
The account alleges that during use, the sensor to monitor the venous pressure was found to be leaking liquid. Cracks were found while inspecting the device. Device was replaced immediately without causing any harm to the patient. No patient injury to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.